Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 19 mg/dl. Cause was not known. Reportedly, the customer was in the emergency room (ER) for their spouse. Reportedly, the customer lost consciousness due to bg level. ER personnel provided intravenous saline and glucose to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.